Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pre-dilation was performed using a vacsii 22mm balloon. The valve was recaptured once before final placement. There was no gradient, but significant central aortic regurgitation (ar) and paravalvular leak (pvl) were present due to heavy calcification. A post-dilation was performed using a vacsii 24mm balloon. During the post-dilation, the valve dislodged into the ascending aorta. The patient remained stable. The dislodged valve was snared into the ascending aorta and a new valve was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0011837004); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.